Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.232 from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted rectal tumor resection surgical procedure, the generator alarmed for the harmonic ace curved shears. After the instrument was reconnected, the generator displayed a message indicating to replace the instrument. The customer attempted to reconnect the instrument several times with no chance. The instrument was replaced with backup da vinci instrument of the same kind. There was no report of fragment(s) falling inside the patient. The procedure continued as planned with no reported patient harm, adverse outcome, or injury.